Event description:
It was reported that on (B)(6) 2017 the patient had undergone a device replacement procedure for device serial number-(B)(4). The new defibrillator implanted was serial number-(B)(4). The patient was then transferred to a rehab facility due to the patient's poor condition. While at the rehabilitation facility the patient's condition worsened. As a result, it was decided to transfer the patient back to the hospital on (B)(6) 2017 and during the transfer the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.